Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to a defective cable unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (white balance issue) was confirmed and created a yellow image. In addition, to the yellow image, additional evaluation findings were as follows: the video cable was defective, the outer tube was scratched, there was corrosion inside the device, and the video cable, the outer tube, remote switch board, and tesu board needed to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using a video telescope "endoeye hd ii", 10 mm, 0°, autoclavable, there was a white balance issue. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the image was yellow. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.